Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the lot number was asked but not available per the account or customer. Because the full product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was introduced into the patient, and the dilator was removed per the instructions for use. After the introduction of the farawave catheter into the faradrive sheath and during aspiration of the sheath, air was noted to be coming. The physician attempted moving the sheath position in the heart, but air was still noted. After another attempt of troubleshooting, the catheter was removed from the sheath. At this point during troubleshooting, the flush on the catheter appeared to slow, which was fixed by increasing the pressure on the flush. The catheter was re-introduced again, however, during aspiration, air kept coming. Thus, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the lot number was asked but not available per the account or customer. Because the full product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was introduced into the patient, and the dilator was removed per the instructions for use. After the introduction of the farawave catheter into the faradrive sheath and during aspiration of the sheath, air was noted to be coming. The physician attempted moving the sheath position in the heart, but air was still noted. After another attempt of troubleshooting, the catheter was removed from the sheath. At this point during troubleshooting, the flush on the catheter appeared to slow, which was fixed by increasing the pressure on the flush. The catheter was re-introduced again, however, during aspiration, air kept coming. Thus, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory. It was further reported that a pressure bag was used for the irrigation of the sheath. Notable air bubbles were seen in the aspiration syringe. No air was seen in the patient. No issues were noted during preparation of the sheath.